Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Ppf and sticker sheets received. Ppf alleges dislocation after first revision. Doi: (B)(6) 2014 - dor: (B)(6) 2014 (right hip). (B)(4) 1st revision.